Event description:
Additional information provided indicated that the infusion was not life sustaining and that patient did not receive the remaining infusion. No injury resulted from the malfunction and medical intervention was no necessary.

Manufacturer narrative:
The type of cadd pump used and the device information is unknown at this time. If additional information is received an additional report will be submitted to address the new information.

Event description:
Information was received indicating that a smiths cadd infusion pump caused over delivery of a total parenteral nutrition (tpn). It was reported that the bag and the tubing were empty 12 minutes before it was programmed to be. There were no injuries or adverse events reported.